Manufacturer narrative:
Complaint conclusion: as reported, the 5f exoseal vascular closure device (vcd) was unable to deploy during the procedure. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis vascular sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, with access and removal being ultrasound-guided. The vessel diameter was verified to be greater than or equal to 5mm on ultrasound. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no previous closure device or manual compression used less than 30 days prior, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button could not be depressed even with great force. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button, but the device did not deploy. Upon removal, the plug was still inside the device and not partially or fully deployed. The indicator wire was still visible when the device was removed. One non-sterile vascular closure device 5f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked, and no catheter sheath introducer (csi) was returned inserted on the unit¿s delivery shaft. No additional anomalies or damages were observed to be reported during this initial unaided eye visual inspection. Exoseal functional testing was executed, firstly, by pulling the indicator wire to achieve the black/black position and, finally, with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration, during this evaluation no signs for obstruction or any impediments were observed, that could be related to the reported event. A review of the manufacturing documentation associated with lot 18229498 presented no issues during the manufacturing process that can be related to the reported event. Based on the results from this analysis the reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty- unable¿ was not confirmed, as the evaluations executed concluded that there is no evidence related to a deployment difficulty issue. The functional evaluation confirmed that the deployment mechanism could be actioned as intended. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review and investigation, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) was unable to deploy during the procedure. Hemostasis was achieved through manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A 5f non-cordis vascular sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, with access and removal being ultrasound-guided. The vessel diameter was verified to be greater than or equal to 5mm on ultrasound. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no previous closure device or manual compression used less than 30 days prior, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button could not be depressed even with great force. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button, but the device did not deploy. Upon removal, the plug was still inside the device and not partially or fully deployed. The indicator wire was still visible when the device was removed. Two devices were not returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18229498 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f exoseal vascular closure device (vcd) was unable to deploy during the procedure. There were no reports of patient injury. The device will not be returned for evaluation.